Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and case at reservoir tube window corners. (B)(4).

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Button error alarm was also reported. Customer's blood glucose level at the time 106 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.